Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line alarms. Detailed inquiry description the IV pumps would constantly alarm for air bubbles. Upon inspection of the IV tubing, there are few to none micro-air bubbles present. Medications would switch to kvo mode upon low volume. The pump would alarm once at a low volume and thats it before it switches to kvo mode. No injury reported.